Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one-piece measuring 10.5cm. Full breach outer insulation degradation was noted at 4.5cm from the connector pin exposing the outer coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.